Manufacturer narrative:
Lumenis has opened an investigation regarding the issue of melted ipl handpiece. The incident did not occur during treatment, thus there was no harm to a user or a patient. A clinical expert analyzed the potential of an injury to a patient as a result of a melting hp, if it were to recur, and concluded that "please notice that per the cooling system in the handpiece you can have a situation that the side that in contact with the skin been cooled and the other side of the handpiece is not - per this scenario the non-cooling side will get heated but the side that in contact with the patient skin and with the user skin will stay cool and both of them will not be exposed to a risk of a serious injury." Furthermore, there are several detectable signs the user should notice when the hp is overheating: the plastic bends/ heat sensation/ visible water leak/ an error appears/ burning smell (as per this incident). While the information received to date does not confirm that an injury had occurred, the malfunction is still under investigation. As per potential injury, if it were to recur, it is viewed as not likely to cause any serious injury to a user or a patient as the heated plastic is very detectable (as was the case here) and the parts near the melted plastic are on the inside, not in contact with the skin. Therefore, this complaint is deemed to be not reportable per lumenis decision tree. This report is a response to the medwatch report.

Event description:
A customer reported on a ipl handpiece appears to be melting and the room has a burning smell. Thr customer stated she had used ipl handpiece, walked out of room and returned to a burning handpiece.